Event description:
Edwards received information that a female had a second device implanted in the same position using a valve-in-valve (viv) procedure. The implant duration of the original device at the time of the procedure was eight (8) years, six (6) months. The reason for reoperation was due to calcification. The patient was noted as doing well, post-operatively.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a viv procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.